Manufacturer narrative:
Submit date: 12/17/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with defibrillation electrodes. The customer reports that during use, the signal of disconnection of electrodes appeared. There was no complication and a new pair of electrodes were used.

Manufacturer narrative:
A review of the device history record (DHR) for this lot has been performed. The device history record review showed that the product had met all defined acceptance criteria inspections during the production process. Because no sample was returned with this complaint, a product examination is not possible and the alleged condition could not be confirmed. Had a sample been received, it would have been evaluated against the established product requirements. If a sample is received at a later date, this complaint will be reopened for investigation. A possible root cause for the reported issue may be a faulty or broken circuit of the wire and/or eyelet crimp. It is important to note that functional testing is performed on samples collected throughout the production of each order. These tests are destructive and are used to monitor the quality and performance of the product to ensure all product requirements are met prior to release. There have been no design changes to this product within the past year that would contribute to any increased probability of trace issues. Since the complaint is unconfirmed and no complaint trend exists, no corrective action is required at this time. This complaint will be recorded for tracking and trending purposes.